Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was treated 2 times with juvéderm® volbella xc the 1st time they were treated in the cheeks, and lips. The 2nd time was follow-up treatment where the patient was injected in the cheek. The patient reported localized inflammation and erythema 2 days after treatment affecting their left lower face (chin and zygomatic). The hcp suspects possible infection, and the patient was prescribed bactrim and doxycycline.